Event description:
It was reported that ¿right after¿ the implant operation (B)(6) 2014 the patient became ¿very sick¿ and had to be put in the hospital. Patient services asked the caller if the hospitalization was related to the device or therapy and the caller stated, ¿yes, it was not helping the pain that much. She could not eat or drink and she got dehydrated.¿ the caller stated ¿they¿ rehydrated the patient ¿got the patient on meds¿ and was home as of (B)(6) 2014. It was noted that ¿they were trying to get her up and running and get this thing [implantable neurostimulator (ins) therapy] working to help with her pain.¿ the caller stated that physical therapy was there ¿trying to get her back on her feet.¿ it was noted that the patient had missed the follow-up appointment due to a hospitalization. However the healthcare professional (hcp) had been called for instructions. The caller stated that the patient would be able to go back to the hcp ¿probably next week.¿ the caller was the patient¿s daughter. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).